Event description:
Product was implanted on (B)(6) 2014. Indication: incarcerated hernia repair. Explanted on (B)(6) 2014 sewn in with ¿0 proleen¿; small tear in the product.

Event description:
Based on the additional information received on 12-sep-2014, this case is considered an adverse event, rather than a non-medical complaint as initially reported. Additional information: the reason for the revision surgery on (B)(6) was the patient had a dehiscence following redo hernia repair. This patient has a history of several hernias. The tear in the veritas was in the center of the patch, and was large enough to allow bowel to herniate through. There was no visible tear at the time of implantation, however the patient has a chronic cough which places a great deal of pressure on his abdominal wall. During revision surgery, the patch was removed and the patient was closed using figure of eight sutures and large retention sutures. Dr. (B)(6) has just seen the patient again, and he has recovered from the surgery without further complications. He does however, continue to cough chronically which contributed to both the initial development of the hernia and the recurrence. The patient is on the waiting for lung transplantation.

Manufacturer narrative:
(B)(4). Due to lack of information this case is not currently assessable, and this case is being conservatively reported. Baxter is currently in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter medical assessment: after implantation of veritas for a recurring hernia, on postoperative day 4 the patient has been taken back to revision surgery for a tear of the collagen mesh with herniation of bowel. The reported complication is possibly associated with the use of veritas (indication/use of collagen matrices that are remodeling is not the best recommended technique for hernia repair). The chronic cough may have additionally contributed to the rupture of the collagen hernia mesh. Baxter (B)(4) completed the investigation. Sample evaluation was performed. The complaint is confirmed. The tissue appeared to have torn from suture to suture. Suture retention was performed to test the strength of the tissue and the lot passed testing. From the complaint information and analysis of the tissue, it appears likely that the pressure from the patient's persistent cough contributed to the tearing of the tissue. Implant technique or patient behavior can contribute to tissue tear. Batch review was performed, and all specifications were met. No similar issues were noted for lots that would have been manufactured from the same tissue lot. No further investigation is necessary. No trend is identified. This case will be kept on file for trending purposes.